Event description:
An abre stent was intended to be implanted in the proximal region of the iliac vein for treatment of a fibrous lesion. There was mild tortuosity. The IFU was followed and the device was prepped with no issues. It was reported the stent was placed in position and the red tab was pulled. At this point the thumb wheel was being activated to deploy stent. There was strong resistance and the thumb wheel would not move. The device was removed from patient and replaced with another abre stent. No patient injury was reported with this event. When the stent was returned to the manufacturing facility it was noted that the stent was partially deployed.

Manufacturer narrative:
Product analysis visual inspection: the red locking pin was removed from the handle the stent was partially deployed the size on strain relief 9f 16mm x 150mm the thumb wheel was rotated. The stent started to deploy. Biologics were observed on the stent the stent deployed with no issues noted and no resistance noted when rotating the thumb wheel approximately 150mm of the inner tubing was exposed once stent was deployed medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.